Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a c-taper component. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported that during the surgery the rep advised the doctor of use of sleeve to put c-taper head on morse taper stem. Surgical tech put the sleeve needed to attach the c-taper to morse taper on the morse taper head. Docotor became frustrated and placed c-taper head on morse stem and closed up. Didn't try with the sleeve, rep did not a chance to say it was off label.

Manufacturer narrative:
An event regarding an off label use involving an unknown c-taper component was reported. The reported event states that the c-taper head was used with a morse taper stem. C-taper heads are incompatible with morse taper stems without the use of a sleeve. Based on the provided information it has been determined that this event is associated with an off-label application.

Event description:
It was reported that during the surgery the rep advised the doctor of use of sleeve to put c-taper head on morse taper stem. Surgical tech put the sleeve needed to attach the c-taper to morse taper on the morse taper head. Doctor became frustrated and placed c-taper head on morse stem and closed up. Didn't try with the sleeve, rep did not a chance to say it was off label.